Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the device and the adverse event cannot be identified. Since the device was not returned for an evaluation, olympus cannot confirm a device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) received an article titled "lawsuit alleging hiv caused by olympus colonoscope proceeds in ga." The article discussed that a couple alleged that they contracted human immunodeficiency virus (hiv) from a colonoscope. The patient reportedly had a routine colonoscope in october 2011. Several weeks after the procedure, the patient sought medical treatment for fever, night sweats, muscle pain, sore joints, and a skin rash. In 2013, the patient sought medical treatment for breathing issues and in that same year, the patient and his spouse tested positive for hiv. In 2017, the patient's dentist reportedly told him about the research of a certain physician, who had investigated the transmission of pathogens via flexible colonoscopes. The patient met with the physician, and based on the information this physician provided, the couple determined that the cause of the hiv infection was an unclean olympus colonoscope. The couple sued olympus, alleging that the colonoscope was defectively designed and manufactured and that olympus knew the device could cause cross-contamination and the spread of infectious disease. They further claimed that olympus failed to instruct colonoscope users of proper sterilization methods. The complaint lists claims for design defect, failure to warn, and fraudulent and negligent misrepresentation. This is related to the complaint under patient identifier (B)(6) which involves the patient who had the colonoscopy. This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
It is unknown when the spouse of the patient was infected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The article is attached for additional information. This report has also been submitted on importer medwatch report #2429304-2023-00056.